Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  (B)(4). Device evaluation: product testing could not be performed since the lens is still implanted in the patient's eye. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct150 intraocular lens (iol) was repositioned due to pseudophakodonesis. Medical/surgical interventions that were performed are iol repositioning, pars plana vitrectomy (ppv), use of capsular retractors, capsular tension set ring, and placement of 2 capsule tension segments sutured in place. Patient is happy with the vision and iol is in good position. Additional details received states that there is no "degree" of rotation of the iol and the reason for the repositioning was pseudophakodonesis - which is movement/jiggling of the iol. Patient's first complaint of blurry vison in the right eye (od) was on (B)(6) 2019. Vision was 20/25+2 with correction. Doctor documented pseudophakodonesis then advised to observe. Patient returned on (B)(6) 2020 with the same complaint of blurry vision - 20/25 with correction in the right eye and advised to observe. Patient returned again on (B)(6) 2020 with complaint of blurry vision - 20/30 with correction then doctor advised surgery to lasso the iol. No further information was provided.